Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. Of note, the patient utilized a omnipod 5 insulin pump. At midnight on (B)(6) 2026, the cgm value was 42 mg/dl and a bg fs was done and showed 496 mg/dl. No symptoms were specified for this period. She self-treated with 8 ounces of ¿glucose¿ based upon the cgm values. At some point she also consumed glucose gel. On (B)(6) 2026 at 2:00 am the spouse called emergency medical services (ems) for assistance. No symptoms were specified for this period. After arrival the bg fs value by paramedics was 496 mg/dl, and the cgm value was 42 mg/dl. The patient was transported via ambulance to the emergency room (ER). At some point the wearable was removed. After arrival the bg was 654 mg/dl. Treatment included IV fluids, and insulin to decrease and stabilize her bg level. After treatment she was discharged home on (B)(6) 2026 at approximately 11:00 am. At the time of the call on (B)(6) 2026 she was in good condition. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. After arrival at the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.